Event description:
It was reported that during sterile processing, it was observed that air was heard escaping through a very fine pin hole of the motor device. During in-house engineering evaluation, it was observed that the air pump came on instantly and the device displayed an e6 error code. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not duplicated or confirmed. However, during evaluation it was observed that the air pumps came on instantly and the device displayed an e6 error code. It was determined that this was due to a damaged flex circuit from not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.